Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer changed the infusion set tubing to resolve the issue and resumed insulin delivery. Customer¿s blood glucose level was 330 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.